Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a pacing impedance measurement geater than 2,000 ohms. The patient was seen by their physician and all other lead measurements were reported as stable and within range. The physician continued to monitor the situation. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.